Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 498 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history including motor position encoder error. Customer indicated that they wore the pump during an xray at a dental office. Troubleshooting was done for the no delivery and high blood glucose and determined that the pump and connection may have been occluded. However, pump will be replaced due to the motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm, motor position encoder error alarm, no excessive no delivery alarm or displacement anomaly noted during testing. The motor was tested outside to the device and passed. The blood glucose meter communicated properly with pump. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.